Manufacturer narrative:
A beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced the pinch valve to resolve the issue. The fse decontaminated the ise module, calibrated and ran quality control with passing results. The fse verified the analyzer resumed normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case: (B)(4).

Event description:
The customer reported obtaining high patient results on ion selective electrode (ise) for sodium (na), potassium (k) and chloride (cl) along with high quality control involving the au480 clinical chemistry analyzer. A total of thirty (30) patients had elevated results, with eight (8) of these patient results being released outside the laboratory. All affected samples were subsequently re-analyzed, and the results were amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for eight patients.